Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged of having asthma exacerbation, bronchiectasis (scarring in lungs), mac lung disease and pneumonia from a dreamstation auto CPAP device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged of having asthma exacerbation, bronchiectasis (scarring in lungs), mac lung disease and pneumonia from a dreamstation auto CPAP device. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown dust-like contamination at the air inlet of the blower box, dust-like contamination on the blower box, dust-like contamination on the blower, potential mineral deposits on the bottom of the blower (indicative of water ingress), black contamination, consistent with keratin, at the air outlet of the blower box. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.